Event description:
It was reported, "catheter partially ruptured at 7-8 centimeters and removed on (B)(6) 2024. Catheter placed on (B)(6) 2023. Damaged catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed; however, the exact cause is unknown. Two photographs of a 5 fr power PICC solo were returned for evaluation. An initial visual observation of the photographs showed a large hole in the catheter. Use residue is observed in the photographs. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "catheter partially ruptured at 7-8 centimeters and removed on (B)(6) 2024. Catheter placed on (B)(6) 2023. Damaged catheter." No other information was provided.